Manufacturer narrative:
No samples were returned to angiotech for eval. Two (2) other quill srs lots were reported. The product info is as follows: #2 pdo suture - model/catalog #: ra-1065q, lot#: m327870, expiration date: 01/31/2011, device manufacture date: 01/2010, 510(k)#: k051609; #2 pdo - model/catalog#: ra-1065q, lot#: m353580, expiration date: 01/31/2011, device manufacture date: 01/2010, 510(k)#: k051609. Method: the devices were not returned for eval. Relevant portions of the device history records were reviewed. There were no quality issues noted during the manufacturing processes or at final release. The sterility requirements were within specification. There were no other complaints received for any of the reported finished good lots. Results/conclusion: the devices were not returned for eval. No product eval can be performed. (B)(4), item# ra-1065q, quill srs, #2 pdo, lot m347670, m327670, m353580.

Event description:
The date of the event is estimated. A surgeon from (B)(6) reported multiple cases of suture rupture and reactions post-operative procedures performed using quill srs pdo suture. It is unclear if these are sterile reactions to a polymer or infection in hip and knee arthroplasties. The exact type of reaction has not been verified. No culture and sensitivities were performed. Quill srs #2 pdo was used for capsular closure, vicryl to close the subcuticular layer and staples for skin closure. Pts were taken back to the operating room for repair of the capsular dehiscence. The surgeon staples that one (1) pt experienced a fall post operatively and another pt may have had too aggressive physical therapy on post operative day number one (1). It is unk if any of these pts had any health related issues that may have affected the healing process.